Event description:
The customer is requesting an event log review to determine whether dopamine or levophed were infusing on (B)(6) 2015 because a discrepancy was noted in a hand written entry in the medication administration record for the patient, who expired on (B)(6) 2015. The customer wishes to determine whether there was a user error in programming the pump module or a documentation error. The customer does not allege the device was related to the death and they feel the device was working as intended.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's request for an event log review has been completed. No device malfunction was alleged. Review of the logs confirmed that the pump module was programmed for a medication with a concentration of 8mg/250ml, however, the drug name could not be identified because the logs have been overwritten. This device was programmed multiple times on (B)(6) 2015 beginning at 12:02 am and was powered off at 2:26 pm. The logs recorded a final primary volume infused of 4561.51ml which had incremented from 4144ml when the infusion was started, thus 417.51ml infused between 12:02 am and 2:26 pm. Review of the customer's dataset confirmed that a concentration of 8mg/250ml was an available option for the drug levophed (norepinephrine), but was not available for the drug dopamine, therefore it is likely that levophed was programmed by the user. However, without a drug ID associated with the programming of this device, it could not be definitely determined.